Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1101, serial number: (B)(6), model description: neurostimulator, unique identifier (UDI): (B)(4). Block h11: the tined lead was returned for analysis. Visual inspection-fail-visual inspection of the tined lead revealed the tined lead was broken into 2 pieces and deformed at 3 locations. Further investigation could not take place; the lead appears to have been cut. A risk review was completed and confirmed that the event of damaged lead, impedance issues, and error codes on rc were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator had a red light on their remote as a result of many open impedances and inadequate stimulation. X-rays were previously performed and the errors could not be cleared by changing programs. Upon inspection of the pulled lead, the physician noticed that there was a crimped or unusual area where the lead would have been in the pocket. The physician denied using hemostats to clamp the lead in that area. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a red light on their remote as a result of many open impedances and inadequate stimulation. X-rays were previously performed and the errors could not be cleared by changing programs. Upon inspection of the pulled lead, the physician noticed that there was a crimped or unusual area where the lead would have been in the pocket. The physician denied using hemostats to clamp the lead in that area. The device was removed and replaced. There were no patient complications.